Event description:
The facility returned the device for service. During testing, baxter service technician reported that the device underdelivered. There was no patient involvement at the time of the event.